Event description:
Pedicle plate and screws were inserted into pt's lumbar spine during fusion of l5-s1 spondylolisthesis. Immediately thereafter, urological problems developed. In the years since this surgery, additional problems developed in pt including bowel difficulties, severe chronic leg & arm pain, numbness in limbs, burning feet, severely dry skin (arms, legs, feet) and sexual dysfunction. On 1/18/93, clinic found a broken screw in pt's spine.